Event description:
Case details: access was achieved via the dual pass after dilation with 20 and 24 french dilators. As the device was being inserted the pt went into ventricular tachycardia. The device was removed and an angiogram taken showed no tear or perforation in the iliac. During this time the pt's hematocrit dropped from about 22 to 17. Another angio was taken, however the source of blood loss was not identified. The pt expired on the table.